Event description:
Complainant alleged that while analyzing the heart rhythm of a male, pt, the device appropriately returned "no shock advised" determinations for the rhythm on the first and second analysis; however, on the third attempt to analyze the pt's heart rhythm, the device displayed an "analysis halted" message. Complainant indicated that the user continued to use the device to monitor the pt's heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation, and this complaint is still under investigation.